Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the moderately calcified and heavily tortuous left anterior descending artery. A prowater guide wire, a whisper es guide wire and a non-abbott guide catheter extension were used during the procedure. Pre-dilatation was performed using a 2.5 x 20 mm rx trek dilatation catheter. The first 3.5 x 28 mm xience xpedition (part sequence 1) was removed from the hoop without difficulty. The sheath and mandrel were removed without difficulty. It was noted that the stent had dislodged with the sheath and mandrel. The device was not used and there was no patient involvement with this device. The second 3.5 x 28 mm xience xpedition (part sequence 2) was then prepped for use per instructions for use. The xience xpedition was advanced, but was unable to go through the guide catheter extension. The device was removed from the guide wire without difficulty. The physician then advanced a 3.5 x 30 mm non-abbott stent delivery system in the stenting procedure, using the same guide wires and guide catheter extension. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was dislodged from the balloon and was returned inside the protective sheath. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.